Manufacturer narrative:
A customer reported that their AED will not power on. The customer inserted a test battery and received another error code. The customer then performed a manual self-test, and the AED appears to be okay. Analysis of the log files from the AED showed it was manufactured on 01/20/2020 and placed into service on 09/05/2021 with battery pack serial number (B)(6). On 09/17/2021 the AED began flashing its red asi and chirping based on the results from an automated self-test. The AED continued to flash its red asi and chirp until (B)(6) 2023 when a series of replacement battery packs were inserted. The cause of the replacement battery pack now warning was related to the user failing to address the AED's alert condition which reduced the battery pack's expected life.

Event description:
A customer reported that their AED will not power on. The customer inserted a test battery and received a service code. The customer then performed a manual self-test, and the AED appears to be okay. They reported that this did not occur during patient use.